Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected quiet timer blanking was noted on the implantable pulse generator (ipg). It was also reported that atrial sensing values could not be taken during sensing testing. The ipg remains in use. No patient complications have been reported as a result of this event.